Manufacturer narrative:
Concomitant medical products: addrl1, ipg, implanted: (B)(6) 2016.

Event description:
It was reported that the patient presented with a fever, positive blood cultures, lethargy and confusion. The patient had a staph aureus systemic infection. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage and stretching.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.